Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging from 40-62 mg/dl. The customer alleged the control iq software did not function as intended. Reportedly, control iq software did not suspend insulin deliveries as intended. Tandem technical support reviewed pump data and verified the control iq software functioned as intended, however, the customer did not acknowledge. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.